Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump kept alarming no delivery. He was receiving the no delivery alarms during the basal, bolus, and from time to time during manual prime. The customer received three no delivery alarms in one day. The customer's mother mentioned the insulin pump was stuck in the rewind steps after receiving a no delivery alarm. Customer's blood glucose level was 406 mg/dl. Insulin exited and the insulin pump did not alarm no delivery after troubleshooting. He went through 9 infusion sets and 15 reservoirs. The customer's mother hung up. The device was not returned.